Event description:
It was reported that after the device was removed from the package, upon removing the stylet and protective sheath, the stent came off of the stent delivery system. No unusual resistance was noted. The device was not used on the patient. Another non-abbott stent was used on the patient and the procedure was completed successfully. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found blood visible in the guide wire lumen, on the shaft and on the tightly-folded balloon, which is consistent with the device being advanced over a guide wire and into the patient. The stent implant was confirmed to be dislodged from the balloon and not returned for analysis. However, there were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. The stylet and protective sheath were not returned for analysis, which may have further aided the investigation. In this case, it is possible that significant pressure was inadvertently applied during removal of the protective sheath, such that the stent became disrupted on the balloon and dislodged as a result, although this cannot be confirmed. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force. Although unrelated to the reported complaint, the analysis noted a bend in the hypotube. Since this damage was not originally reported, the shaft likely bent from further handling as the device was repackaged and shipped back to abbott vascular for analysis. This damage does not appear to have contributed to the reported difficulty. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for stent dislodgement/dislocation from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined.